Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt whith disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed "connect electrodes" and would not display to the patient's rhythm. ECG electrodes and leads were then connected and the device displayed the patient's rhythm. The pt was transported to the hosp but the patient's outcome is unknown.